Event description:
It was reported via repair work order that the head of the bed was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head of the bed was drifting due to a worn fowler clutch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.